Event description:
It was reported that during the screw fixation procedure in the femur of the patient the screw broke. The tip of the screw remained in the patient's bone achieving fixation and the surgery was successfully completed. The other part of the screw was removed from the patient.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 8x30 mm biorci-ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 10mm of the distal threads have broken off and were not returned for examination. The screw is also cracked laterally. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. With the limited clinical details provided regarding graft type, size and tunnel size no root cause can be determined.